Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that generator met all acceptance criteria and passed inspection prior to distribution.

Event description:
It was reported to the manufacturer that the surgeon was unable to fully insert a lead in to the header cavity of the pulse generator due to an obstruction (i.e. "Coil" or a "spring"). Another brand new generator was successfully used for implantation with the same lead. Follow-up revealed that a test resistor was not used to test the generator prior to lead insertion. Review of the device manufacturing records showed that the generator met all acceptance criteria for final electrical testing, visual inspection, postburn testing, and pretemp testing prior to distribution. The generator was returned to the manufacturer for product analysis. Initial visual inspection of the returned generator as received, revealed that one area of the spring circumference was raised (slightly stretched) thus most likely causing an interference in fit with the lead body. It is not known what caused this condition to occur. Further analysis is currently...